Event description:
A journal article was received titled: new method to remove a broken guide pin in the hip joint, orthopedics. Authors: mohammad taghi peivandi, md; amir reza kachooei, md; and zohreh nazemian, md. Volume 34, number 10, october 2011 reported: a 30 year old male patient with a fracture of the left femur experienced a broken guide wire during surgery. A cannulated drill bit was used to avoid any extensive reaming and trauma to the tissues and the broken pin was easily removed in a few minutes. It was reported that the patient had an uneventful recovery. A copy of the literature article will be submitted with this report. This report is for a guide wire. It is unknown if the guide wire was a synthes device. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.